Manufacturer narrative:
The device was returned to olympus for evaluation without the reported associated thunderbeat device. The evaluation did not confirm the complaint for cut and coag output too high, or for handpiece overheating. The cut and coag outputs on the generator were within specification. There were no overheating or activation issues observed on test handpieces used during the evaluation of the generator. The generator did have multiple prior short circuit and open circuit errors recorded in device history, that were not duplicated during evaluation. Despite multiple followups with several customer personnel by phone and in writing, it is still not known what was the procedure, the event date, whether or how it was completed, what was done to address the reported burn injury, or the patient¿s current condition. Per the generator instructions manual, possible causes for the short circuit and open circuit errors are handpiece user handling errors or malfunctions of the attached handpieces and cables. The instruction manual states, that when these errors occur, the clinician should take remedial action right away, such as verifying the handpiece, replacing the handpiece if necessary, and contacting olympus if the error cannot be resolved. The instruction manual also has directions for functional verification of the generator before every procedure, including output settings, stating that ¿the output power selected should be as low as possible for the intended purpose.¿ and ¿the electrosurgical generator and accessories must be examined for damage. All cables and its plugs must be free of scratches and cracks. Cables and accessories with damaged insulation or connections must not be used.¿ the instruction manual also recommends an annual safety check for the generator. Furthermore, as a preventive measure in the event of generator malfunction, the instruction manual recommends preparing a spare generator or alternate procedure.

Event description:
The 1 of 3. Olympus was informed that during an unknown procedure involving an unknown model olympus generator and unknown model olympus thunderbeat device, the patient had a liver burn injury. It was reported that the cut and coag output was too high, leading to the thunderbeat handpiece overheating and burning the patient¿s liver. This complaint addresses the first of two possible generator models reported for the event.